Manufacturer narrative:
Visual assessment was performed on percuflex plus stent. The entire length of the sensor wire was examined and anomalies were observed. The distal end was elongated exposing the core wire and the urethane (distal tip) damaged with core wire was detached from it. A DHR (device history record) review was performed and no deviation was found. It is important to mention that the percuflex plus w/wire kit contains a percuflex plus w/o w stent an axxcess catheter and a sensorwire. This investigation will be emphasized on the sensorwire because the alleged failure is exclusive for this device. Therefore, ¿operational context¿ is the most probable root cause for this incident.

Event description:
It was reported to boston scientific corporation that a percuflex plus stent was used during a urinary duct stent placement procedure. According to the complainant, during the stent deployment, something came in contact with the guidewire. The coil came loose making the guidewire difficult to be withdrawn. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed reportable based on the investigation results; the guidewire¿s core wire being exposed.